Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the last six months, it has taken an increasingly long time to charge to 100%. The patient has it set to 7 volts and they charge every evening. The time to charge to 100% is getting longer, it used to be an hour and currently, it was taking at least two hours.